Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up revealed the patient was last seen in the clinic (B)(6)2002 and the last phone check of device was (B)(6)2009. The physician reported the leads and device were not involved in the patient death and the cause of death was complications of bowel infarction.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached (clavicle-rib crush), distal conductor distorted, blood in/on helix/lobe mechanism, lead stretched. Full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.